Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) did not inflate. A revision surgery was performed to explant and replace the device. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and tested for leaks. Both of them had wear at fold in the middle of their bodies, and the first one had wear at fold in its proximal end. In addition, the kink resistant tubing (krt) of cylinder one had a hole that led to fluid leak, consistent with sharp instrument damage. No leaks were identified in the second cylinder. The pump was microscopically inspected, leak and functionally tested. Microscopic evaluation revealed its krt was worn to the filament. The pump passed leakage and functional testing. The reservoir was microscopically inspected and tested for leaks. The component passed all testing. Based on the information available and analysis results, the reported clinical observation of inflation issues could not be confirmed.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) did not inflate. A revision surgery was performed to explant and replace the device. No patient complications were reported.